Manufacturer narrative:
H4: device manufactured between january 13, 2020 to january 14, 2020. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that a reddish-brown particle, measuring 0.15 square mm in size, was embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The embedded particle was measured to be = 0.30 square mm in size which met manufacturing specification of = 0.30 square mm for particulate matter embedded in the tubing line. The unit was found to meet specification and there was no product nonconformance. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition of particulate matter in the fluid pathway of the device was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed inside the tubing of small volume intermate. This was identified prior to use. The device was filled with colistime that-na. There was no patient involvement. No additional information is available.